Manufacturer narrative:
B5. Describe event or problem - correction - patient had generator replacement prior to initial MDR. D6b. Explant date - correction - explant date was not included on initial MDR.

Event description:
Patient had a generator replacement. The explanted generator was discarded.

Event description:
It was reported that the patient was experiencing increased seizures. The battery was reported to be completely dead; however, battery life calculation did not confirm the depletion. Patient was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.